Event description:
It was reported that, dr (B)(6) removed these items from the pt due to infection. The pt was given an antibiotic spacer to treat the infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: omniflex ms stem, cat # 1008-1035, lot number: fl142b. Omniflex smooth distal stm tip, cat # 1028-0215, lot number: 8908e. Morse taper cocr head mm, cat # 1001-3299, lot number: 8908h. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add¿l info (including x-rays and medical records) was requested. Should add¿l info become available, the evaluation summary will be submitted in a supplemental report.